Manufacturer narrative:
Customer reported failure of daily check. Field service engineer, fse, confirmed failure from error log. This fail was preceded by cup transfer error 2181. Customer also reported frequent x axis cup transfer errors, which were confirmed while reviewing the error log. Fse examined the x axis cup transfer mechanism and found cup presence sensor "sticking" causing 2181 and 4163 errors. Fse removed and cleaned cup transfer assy. Replaced and ran macro to test cup transfer. Ran daily check-good ran qc and 4 racks of pt. Samples, no errors. Aia -2000 operating as expected and back in normal operation. 022284-cup transfer mechanism. Dust or dirt problem identified. Cause traced to environment. Probable cause: cup presence sensor of x axis cup transfer dirty/sticking.

Event description:
Customer called to report the daily check on the aia-2000 has failed several times. Customer states both bottles have failed. Customer states they have had several cup transfer errors on the analyzer lately. Customer is down. Fse dispatched.